Event description:
Upon opening the neuron 053, it was noted that the distal tip was crimped around the multipurpose mandrel. The neuron was discarded and another was opened and used successfully.

Manufacturer narrative:
This MDR is being filed based on our understanding of incident reportability as per penumbra feb 2010, update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02. A (lot# l14358). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14358) indicated that 100% inspection was performed for this lot. No anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.